Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -18.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was reported that the patient had retinal detachment and his vision was lp. On (B)(6) 2022 the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.